Event description:
The customer reported being in the emergency room, and having a car accident while driving. The blood glucose reading at time of the event was 140mg/dl. The customer stated that his insulin pump has cracks all over. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Unable to perform all functional testing including the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked and bleeding lcd glass.